Event description:
Doctor reported that after a normal placement process at tooth site 37, it was not possible to disengage implant from mount. Sales representative confirmed by email that procedure was not completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Expiration date unknown / not provided. Premarket identification k101880.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,mcol mg,4.7mm,11.5mml (tsvmwb11) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use. Functional testing to recreate the reported event verified implant did not disengage from the mount. Device history record (DHR) review was completed for the subject lot number (1245255). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1245255) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of the report.